Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. It was reported that the pt was heavy and quite heavily scarred from several previous procedures. In exerting sufficient force on the device to obtain marking because of the large amount of scar tissue, the cardiologist felt the device snap. Nevertheless, he attempted deployment of the needles. Backdown was not successful. The pt was sent to surgery where the device was removed and the femoral artery was repaired. Surgery was successful and the pt was doing fine. After the surgeon removed the device, it was noted that the shaft had broken at the barrel and the sheath was accordioned below the shaft. The returned device was inspected. Review of mfg records for the relevant guide core lot revealed that the results of the guide core test were 5.3 pounds force, higher than the design specification of 4.0 pounds force for this part. Results of the device evaluation indicate that the user attempted deployment after the guide core broke, causing the needles to deflect outside the barrel and making removal of the device difficult. Had the cardiologist removed the device at the point of feeling the device break, he likely could have removed the device without requiring surgical intervention. Therefore, user error and pt anatomy both contributed to the event.